Manufacturer narrative:
Submit date: 8/9/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports piece of rubber band inside of a syringe.

Manufacturer narrative:
Submission date: (B)(6) 2018. Lot number 1812283564 - correction an investigation was performed for the reported customer complaint: ¿the customer reports piece of rubber band inside of a syringe.¿ the lot number provided by the customer (1812883564) is deemed invalid. However, according to the device history record (DHR) database, there is a similar lot number that could match this part number. Therefore, the (DHR) review was performed utilizing lot number 1812283564. The device history record (DHR) for lot number 1812283564 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. A lot cannot be released unless it passes all quality and conformance requirements. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Twenty one (21) samples, without original package or identifying lot number, were provided for evaluation. Visual inspection observed the reported condition. A process review was conducted to determine potential stages of the process that could result in the reported issue. The review concluded that the finished component, monoject 6ml syringe, luer lock tip, is manufactured by an external supplier. The material is received in a polybag tied with a rubber band and it is possible that a piece of rubber band could have fallen into the syringe hopper. Based on these findings, an action plan to mitigate the reported condition was developed. A supplier change request was initiated to discontinue the use of rubber bands on the product bags. Through a quality alert, as a containment action, all rubber bands are removed during incoming inspection. A production notification was also provided to personnel to heighten awareness of the reported complaint. The reported customer complaint is confirmed. The probable root cause was determined to be a piece of rubber band fell into the syringe hopper. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.